Event description:
Pocket infection, expected lead was returned by competitor (ela). Ela's OEM product report states 'this lead was explanted and returned because of a pocket infection. Note: the whole system, which included an ela ICD, was explanted'.